Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced cardiac tamponade. The procedure was cancelled. During an atrial fibrillation ablation procedure with farapulse, a versacross connect for faradrive kit was selected for use. The physician obtained groin access and used the versacross connect with the faradrive sheath to go transseptal, utilizing intracardiac echocardiography (ice) during the process. A unique dual-layered septum was noticed prior to crossing, and a new space between the septum layers caused difficulty for the dilator and sheath. Despite attempts using both the coronary sinus and ice catheter to shoehorn with the faradrive sheath, the physician ultimately crossed the septum with the sheath alone. The farawave catheter was then inserted, and two applications in the left superior pulmonary vein (lspv) were completed before noticing a pericardial effusion. The physician elected to pull the catheter and sheath out of the left atrium and administered protamine before performing pericardiocentesis. The patient is expected to fully recover, although the sheath was disposed of, and the lot number is unavailable. It was further reported that the patients blood pressure dropped when the effusion was noticed but stabilized after pericardiocentesis. The effusion was observed immediately after the transeptal puncture, though the exact location and activated clot time (act) values were not known. The physician suspects that the interaction between the product and the dual-layer septum caused the event. The patient has not been discharged yet. It was further reported that the patient was doing well and had been discharged.

Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced cardiac tamponade. The procedure was cancelled. During an atrial fibrillation ablation procedure with farapulse, a versacross connect for faradrive kit was selected for use. The physician obtained groin access and used the versacross connect with the faradrive sheath to go transseptal, utilizing intracardiac echocardiography (ice) during the process. A unique dual-layered septum was noticed prior to crossing, and a new space between the septum layers caused difficulty for the dilator and sheath. Despite attempts using both the coronary sinus and ice catheter to shoehorn with the faradrive sheath, the physician ultimately crossed the septum with the sheath alone. The farawave catheter was then inserted, and two applications in the left superior pulmonary vein (lspv) were completed before noticing a pericardial effusion. The physician elected to pull the catheter and sheath out of the left atrium and administered protamine before performing pericardiocentesis. The patient is expected to fully recover, although the sheath was disposed of, and the lot number is unavailable. It was further reported that the patients blood pressure dropped when the effusion was noticed but stabilized after pericardiocentesis. The effusion was observed immediately after the transeptal puncture, though the exact location and activated clot time (act) values were not known. The physician suspects that the interaction between the product and the dual-layer septum caused the event. The patient has not been discharged yet.